Event description:
A customer reported that their pump screen was dark and wouldn't turn on. There was no adverse impact to the customer's blood glucose level. The customer reverted to a backup insulin pump.